Manufacturer narrative:
(B)(4). The customer report of a torn suture wing was confirmed by visual inspection of the customer supplied photo. The torn suture wing edges were jagged, indicating likely undue force being applied on the catheter. The instructions for use (IFU) provided with this kit warns the user, "secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"on january 15th, the emergency general hospital notified the dealer of the cs-12123-f hemodialysis catheter used by the hospital. The patient underwent puncture of the catheter for dialysis at the hospital, and then left the hospital to go home. During their stay at home, the catheter fell off and was immediately sent to the hospital for rescue. The doctor reported tearing of the sutured wing and suspected quality issues with the product. Therefore, an adverse event was reported to the medical department. At present, there is no further notice from the hospital or clinical department." Awaiting additional information as the model number provided is a 3 lumen cvc but the event description reported a hemodialysis catheter.

Event description:
It was reported that"on (B)(6) , the emergency (B)(6) hospital notified the dealer of the (B)(6) hemodialysis catheter used by the hospital. The patient underwent puncture of the catheter for dialysis at the hospital, and then left the hospital to go home. During their stay at home, the catheter fell off and was immediately sent to the hospital for rescue. The doctor reported tearing of the sutured wing and suspected quality issues with the product. Therefore, an adverse event was reported to the medical department. At present, there is no further notice from the hospital or clinical department." Awaiting additional information as the model number provided is a 3 lumen cvc but the event description reported a hemodialysis catheter.

Manufacturer narrative:
(B)(4)